Manufacturer narrative:
Concomitant medical product: addr01 device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead triggered an out of range impedance measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.